Manufacturer narrative:
The pod was returned with the formed needle visible in the exposed portion of the soft cannula. Inspection of the internal components found the formed needle to be unseated from the slide retract. Both the formed needle and the slide retract showed signs of damage indicating that the formed needle was incorrectly installed in the slide retract. Resetting the needle mechanism and manually deploying the formed needle replicated the original failure to retract.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours and there was no reported impact to patient's blood glucose levels.